Event description:
It has been reported to philips that the allura system does not power on. The device was not in clinical use. A philips field service engineer (fse) visited the site and identified that there was an issue with the mpdu control unit. The fse replaced the mpdu control unit, and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not power on. Upon functional testing, fse found that the control unit of main power distribution unit (mpdu) had fault as cause for the issue was uninterruptible power supply (ups) had dead batteries. Fse replaced the controller for the main power distribution unit (mpdu) and batteries. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.